Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to device blowing hot air, doesn¿t allow patient to exhale, and comes on at a high velocity related to related to CPAP device. There was no report of medical intervention. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer's observed a dust contaminant on the blower. Degraded foam was present around the blower on the blower box. The blower was observed to have a contaminant on it consistent with sound foam degradation. Pil was able to confirm the presence for degraded sound abatement foam residue in the blower box. During the investigation of the humidifier, pil observed a sticky contaminant on the flip lid seal. The flip lid seal was also observed to have a discoloration to it. A hair-like particle was observed on the back panel. The clips on the back panel were observed to have been broken, which would not allow the humidifier lid to stay closed properly. An unknown dust contaminant was observed on the heater plate. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure. The issue of degraded sound abatement foam is addressed by CAPA 7211.pil is unable to directly address the symptoms or complaints.